Event description:
It was reported the patient's device got stuck on the design of a fancy chair and when the patient got up it felt like it had "ripped" out of place. It was noted this occurred the week prior to report. It was logged that at the time of the incident the stimulation stopped. It was logged the patient thought the battery went dead and she performed a physician mode recharge over the phone with a manufacturer representative. It was logged the battery was 'completely dead". It was reported the patient only charged once per month, but was going to start charging once a week and at the time of report they were going to recharge once a day for a few weeks. It was reported the battery went dead because the patient thought charging once a month was enough. It was reported the patient called the rep after the incident two days later because her pain was so bad. It was noted the patient had unrelated back surgery 9 weeks prior to report. It was logged the rep tweaked with the device and it came on fully and the patient felt stimulation in her legs.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot and serial numbers: unknown, implanted: (B)(6) 2009, product type: lead. (B)(4).